Event description:
Covidien received a report that the cuff ruptured. Covidien is attempting to gather further details associated to the circumstances of this report. Investigation efforts are ongoing.

Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be carried out therefore we are unable to determine the cause for this specific event. Manufacturing controls are in place to detect related defects and reduce the potential for occurrence during the manufacturing process. Information of this nature is included in our database and monitored through trending.